Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. The patients ethnicity and race information not provided when asked. Date of event: this information was not provided when asked. . Model#: is not applicable with the exception of serial number as the device is manufactured by prescription. Implant and explant date: is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient experienced redness, roughness, hyperkeratotic areas, small red rumps, upper palate, and bite plane of the upper lip. The patient wore the appliance for a few months and reported it to the provider. The provider cleaned with ultrasonic and still reaction occurred. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, the reaction resolved in about a week after discontinuation.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Material lot information was not obtainable. Sufficient due diligence was put forth in an effort to identify the lot number. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: no device has been returned from the customer. There have been attempts to establish communication with the provider but there has been no response. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined.

Event description:
It was reported that the patient experienced redness, roughness, hyperkeratotic areas, small red rumps, upper palate, and bite plane of the upper lip. The patient wore the appliance for a few months and reported it to the provider. The provider cleaned with ultrasonic and still reaction occurred. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, the reaction resolved in about a week after discontinuation.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. The patients ethnicity and race information not provided when asked. Date of event: this information was not provided when asked. . Model#: is not applicable with the exception of serial number as the device is manufactured by prescription. Implant and explant date: is not applicable as the device is manufactured by prescription and not implantable.